Manufacturer narrative:
A software investigation was initiated via methodology of known anomaly determination and determined that this anomaly will be tracked with a test track number in a known anomaly database. References to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that a defect was discovered during development and has been confirmed to exist in the released stealth station s8 software application, version 1.1.0. The issue was that navigation was intermittently disabled after acquiring anatomy image in 2d fluoro procedure. There was no patient present when this issue was identified.